Event description:
It was reported that the acculink stent was successfully implanted. Just after the procedure, the patient coded and required CPR. This was felt to be related to a baroreceptor response triggered by the pressure of the acculink device. The follow-up CT scan showed right hemispheric cva and duplex showed the stent was widely patent. In 2005, support was withdrawn at request of the family and the patient died. No additional information was available.